Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this right atrial (ra) lead was returned completely. Visual inspection showed the lead tip was normal, no sign of damage or defect. The allegation was not confirmed as there were no irregularities noted at tip region of lead that could be contributed to dislodgment.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. Physician elected to implant new lead and used active fixation to prevent dislodgement. The lead was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.